Manufacturer narrative:
Unable to perform displacement test, a21 error test, basic occlusion, occlusion test due to partially broken reservoir tube lip. Unit passed prime/a33 test and excessive no delivery test. Unit received with minor scratched display window, cracked battery tube threads, partially broken reservoir tube lip, missing reservoir tube o-ring, stained end cap sticker and stained address/serial number label. Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip.

Event description:
Customer is reporting no delivery alarms and high blood glucose of 500 mg/dl . Customer is reporting a past event. Customer reports alarm did not occur during manual prime. Troubleshooting was performed. Products are expected to return.